Manufacturer narrative:
Investigation summary: review of qc documents show that product performed as expected. No false positives observed during product qualification. No further investigation performed due to lack of information provided by customer. No response from customer after multiple attempts. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 1 alleged false positive sars result based on high background and curves not looking as expected. No confirmation testing was performed, and symptomatic status of patient is unknown. Several attempts were made to gather more information from the customer without success.